Event description:
Caller reported a tandem mobi cartridge alarm during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully, allowing the caller to reload the original cartridge and resume insulin therapy. The issue was resolved.